Manufacturer narrative:
Where lot numbers were received for the device(s), the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer reference number of this file is (B)(4).

Event description:
It has now been reported that the patient underwent a closed reduction process on (B)(6) 2016. There were no contributing conditions related to the event.

Manufacturer narrative:
Additional information received on february 24, 2017. The manufacturer did not receive the devices as the patient has not been revised. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a biolox delta, ceramic femoral head, m, 2/0, taper 12/14 on the left side on (B)(6) 2016. It has also been reported that the patient slipped and that this caused the dislocation. The patient was not revised, she underwent a closed reduction process.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on (B)(6) 2016. A dislocation was found on (B)(6) 2016 from (B)(6) study. The patient was revised on unknown date due to dislocation of the cup. The patient was part of a clinical study of the (B)(6).

Manufacturer narrative:
No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: patient had allofit it - avenir stem, implanted on (B)(6) 2016. Dislocation was found on (B)(6) 2016 from avenir cemented study ((B)(4)). The clinical study is on avenir cemented stem. Review of received data: x-rays, post-operative (pelvic view), visible bracing material, in situ cemented shaft and non-cemented cup. Cup angle of inclination 48° (measured by hand). No date (pelvic view, standing position), in situ cemented shaft and non-cemented cup. Cup angle of inclination 48° (measured by hand). On (B)(6) 2016 (left hip ap projection and faux profile standing) correctly positioned cemented shaft, no signs of loosening, no implant failure. Dislocation (pelvic view) cranial hip luxation on the left, no structural bony lesions, no signs of loosening (shaft and cup). After reposition - correct reposition results. Surgical reports surgical report (B)(6) 2016. Implantation of cemented avenir shaft, standard and allofit it 48mm on the left due to femoral neck fracture type garden IV (completely dislocated, cervical fragment without contact with the femoral neck). Intraoperatively noted leg length compensation, satisfactory hind and front stability. Surgical report (B)(6) 2016 reposition of the left hip in general anesthesia due to posterior dislocation when entering the bathtub and hyperflexion movement. No product was returned to zimmer biomet for in-depth analysis, as the device are still implanted. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea loss of connection due to inappropriate design concerning pull-off strength (head/stem) / pull out strength (head/constrained liner) => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => not possible: no issue detected during the investigation. Mal-function of tha (wear, fracture, dislocation etc.) Due to off label use, combination with competitor products => not possible: no competitor products used. Loss of connection due to inadequate assembling procedure => not possible: no assembling issue detected during the investigation. Patient behavior leads to premature failure due to inadequate information during patients counseling by surgeon => possible: the hip movement, which occurred during the entry into the bathtub, is most probably the cause for the dislocation. Conclusion summary: no complications during the implantation on (B)(6) 2016 of the non-cemented allofit cup and of the cemented avenir shaft. In the postoperative x-ray picture, a steep angle inclination of 48° is measured by hand. After 6 weeks postoperative a posterior cranial hip luxation was occurred during a hyperflexion movement. Afterwards, a correct reposition was done. Based on the given information and provided documents, it can be assumed that neither surgical factors nor the implant could have led to the hip dislocation. The hip movement, which occurred during the entry into the bathtub, is most probably the cause for the dislocation. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).